Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that the patient had wrist surgery and was implanted with titanium hardware in 2022. Since the implantation she has seen a neurologist, cardiologist, rheumatologist and a functional medicine doctor. She has been diagnosed with hypothyroid, autoimmune disease and sibo (small intestinal bacterial overgrowth) in 2023. Her symptoms are reportingly getting increasingly worse. She has reported that she has trouble breathing, chronic sinusitis, chest pain, fatigue, food intolerances, allergic reactions, skin breakouts, swollen lymph nodes, pots symptoms, joint pain and heart rate abnormalities. Through her experiences and research, she believes that she reacting to her titanium implant.